Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device was returned for evaluation. No specific anomalies were noted during the visual evaluation. In the functional testing, the top slide was attempted to lock into the position. Upon locking, the device self activated, then the device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left bumper was found to be bent/not seated in the correct position. It was noted that the stylet hub was from cavity 3 and the cannula hub was from cavity 4. There were no other anomalies found. Therefore, the investigation for reported failure to fire remains inconclusive as the functional testing couldn¿t be performed fully due to the self-activation during the testing. However, the investigation was confirmed to identify self-activation as the device self-activated itself during the functional testing upon locking the top slide. A definitive root cause for the failure to fire and identified self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.